Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with the device that was post-paced t-wave oversensing on the ventricular near field channel. Non-sustained lead noise episodes were recorded as a result of mismatch between the near field and the far field channel. The device was reprogrammed successfully and remains implanted.